Event description:
The customer contact reported the device did not deliver. On (B)(6) 2011 at 2000, the device was programmed to deliver 1000 ml normal saline with 20 meq potassium, with an expected duration of 8 hours, and the delivery was started. No further programming parameters were provided. On (B)(6) 2011 at 0400, the customer contact reported that when the nurse went to check on the patient, it was noted that no fluid had been delivered. The device was removed from clinical service. Therapy was resumed using a dial-a-flo device, until a replacement device was obtained. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. Upon initial power on of the device during testing and investigation, the primary line displayed a programmed rate of 125 ml/hr with a volume to be infused (vtbi) of 984 ml and the secondary line displayed a programmed rate of 0 ml/hr with a vtbi of 0 ml. The technology of the acclaim encore pump list # 12237 does not contain a pump history that provides past programming settings. This report represents all the information known by the reporter upon query by hospira personnel.